Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate 3 left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient experienced ischemic stroke and hemiparesis. Nausea and vomiting due to ileus and pressure in the head was also reported. A CT scan of the brain showed multiple ischemic regions and transformation from ischemic regions to hemorrhagic stroke. A CT scan of the thorax showed thrombus at the aortic valve. The patient expired on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The device was explanted and retained by the hospital, and was therefore not available for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Stroke, bleeding, neurologic dysfunction, peripheral thromboembolic event, and death are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.